Event description:
The patient was experiencing desaturations and required trach replacement. The trach cuff was noted to be irregularly shaped but fully inflated. Picture attached of inflated trach cuff with red arrow pointing to area of concern. Cuff itself expected to be tapered however area noted does not appear to be fully inflated though there was no evidence of a hole/air escaping the cuff in any way. Also attached a picture of the box which includes the lot number and manufacturer information.